Event description:
It was reported the customer was hospitalized on (B)(6) 2014 for low blood glucose. The customer's blood glucose was 34 mg/dl at the time of admission. Customer reported passing out due to their low blood glucose. The customer was treated at the hospital and was released the same day. Customer stated they were wearing the insulin pump at the time of the hospitalization. The customer declined to troubleshoot for their low blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.